Event description:
The customer reported that the 9800 system images would not display. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call.